Event description:
The customer reported that the sys will not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the sys then it started and booted up on first attempt. He analyzed the debug log and messages log. There were intermittent problems with boot up. This sys is due for a cvi upgrade so this case is closed.